Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of sleeve was broken. According to the sr, he was present during the surgery and heard the strange noise when the surgeon was using it. But the breakage of it was not recognized.

Manufacturer narrative:
Evaluation summary: product inquiry states the tissue protection sleeve to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the tissue protection sleeve had been in use for more than 10 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. During investigation no material, design or manufacturing related issues were found. The appearance of the damage of the tissue protection sleeve indicates that the tube tip was most likely ripped off by a rigid reamer during drilling. The extent of the damage suggests that the reamer got caught on the tube which may be originated in miss-alignment between drill and protection sleeve during drilling. Deep and significant scratches on the inner surface of the tube confirm the suggestion that the reamer most likely drilled in an oblique angle and that its connection grinded on the rim. In case of intended use such damage would not have occurred. The IFU contains that the instruments shall be handled carefully to avoid superficial damage or alterations to the geometry. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.